Event description:
It was reported to boston scientific corp that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009 (pt is over 18 yrs old). According to the complainant, the device was unpacked and being prepared for use by priming and checking to see that the cut wire would bow. When tested, the cut wire did not bow and did not appear to be broken. The product was not used and did not come into contact with the pt. The procedure was completed with another hydratome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).